Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultramini meter was giving the patient inaccurate low readings as compared to a laboratory device. The (B)(4) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the reporter that at an unspecified date and time, the patient obtained the alleged low reading of '90mg/dl". The reporter stated that the patient manages his diabetes with a combination of insulin and oral medication (unknown types and dosages). It is not known if the patient made any changes to his usual diabetes management routine in response to the reported issue. The cca was informed by the reporter that after the alleged issue occurred, around may 15, 2012, the patient developed symptoms of "frequent urination". On (B)(6) 2012 at around 10:00am or 11:00am, the patient went for a lab work, as prescribed by the doctor, and obtained the reading of "213mg/dl". There was more than 30 minutes in between the two tests. Shortly after, the patient took less food/drink. At the time of troubleshooting, the cca determined that an approved sample site was used for testing and that the unit of measure was set correctly at time of testing. The cca also noted that the patient did not have control solution available. Replacement products were sent to the patient. Although the patient did not receive any treatment for an acute complication of diabetes after the alleged issue began, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.